Event description:
It was reported that the left ventricular lead dislodgement was noted during an office visit interrogation of the device. Chest x-ray confirmed the lead was retracted into the coronary sinus and had sustained failure to capture. The device was reprogrammed to turn the lead off. The patient is enrolled in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.